Event description:
Customer reported an issue with pixelation on the pump display, which affected their ability to interact with the pump and read the screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to manual injections for insulin therapy.